Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-04536. It was reported that a suture break occurred. Two 12/25 expel drainage catheter with twist-loc hub were selected for use. During procedure, it was noted that the suture broke on both devices. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was normal.

Manufacturer narrative:
The device was returned for analysis. The suture returned is broken, no other damages were found on the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-04536. It was reported that a suture break occurred. Two 12/25 expel drainage catheter with twist-loc hub were selected for use. During procedure, it was noted that the suture broke on both devices. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was normal.